Event description:
Only a right atrial lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a right sided attempt was made but access could not be gained. The following day a left sided attempt was made. The access was noted to be poor. The patient had a pneumothorax during the procedure. A pin plug was inserted into the right ventricular port, and a right ventricular lead was implanted. The lead and device remain in use. No further patient complications have been reported as a result of this event.